Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) was confirmed during functional testing and review of the archive data. The brake assembly was seized from the corrosion, which prevented the brake from opening/closing during activation. This caused fault code 16, preventing the platform from performing compressions. Daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on this platform since it was acquired by the customer in 2019. The lack of regular maintenance could lead to degradation of the mechanical components of the drive train, including brake seizure. Based on archive data review, multiple fault code 16 were observed, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16, thus, confirming the reported complaint. No brake activation was observed when the device was powered on. To remedy the fault code, ipa (isopropyl alcohol) was used to clean and remove corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". The platform was re-evaluated through run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. After service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the customer's biomedical engineer observed that the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position). No patient involvement.